Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that battery compartment broke causing battery to not enter correctly. Customer states that damaged occurred during attempts to open battery cap. Customer reported that insulin pump also turning off and on as a result. Customer's blood glucose was 600 mg/dl. Customer was advised that insulin pump would need to be replaced.